Manufacturer narrative:
Product ID: mc1vr01us product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.7 cm from the distal end of the delivery system. The inner shaft is kinked at 2.2 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The device was able to be deployed and recaptured but with resistance on the tether due to the tear in the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model # : mc1vr01-delsys / expiration date: 14-sep-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 23 jul 2019. Dev rtn to MFR? Yes. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the ipg was successfully implanted but was not capturing. The physician attempted to reposition the device but was unable to recapture the ipg. The physician was unable to extend the cone "all the way back out" and thought that the cup was kinked. The physician was able to "dislodge" the ipg, which was removed with the delivery system. The ipg and delivery system were replaced. No patient complications have been reported as a result of this event.